Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received 6 weeks later reported that a manufacturing representative interrogated the battery with a physician programmer and it cleared the issue. The cause of the event was unknown as it occurred one day without the patient doing anything. The outcome of the patient was unknown, but the patient had the manufacturing representative¿s contact information and knew to call if anything else would happen.

Event description:
It was reported that the patient asked the manufacturer representative on wednesday prior to the report what the ¿ins (implantable neurostimulator) in the box¿ meant and the patient saw this message. It was unknown when the patient first saw the ¿ins in the box¿ screen. Information regarding troubleshooting, cause of event, and patient outcome have been requested that was not reported regarding this event. If additional information is received, a follow-up report will be sent.